Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. Received customer pictures. No batch numbers were provided. The complaint is closed as cannot be determined.

Event description:
Customer states they continue to see partially spun sst samples. Quest has changed the centrifuges, and followed the instructions. This client started using quest for laboratory testing in november. This has been a consistent issue since they started. For the last month or so quest has asked the clinic to pipette the serum from the sst to prevent this problem. Prior to them removing the serum from the sst they were seeing this issue multiple times each day. It will be hard to the exact statistics. When asked for further explanation of partially spun samples, the customer advised to see attached pictures. Quest has replaced their tubes multiples time with the same results. When asked for lot number affected and if unused product available to return for evaluation, the customer advised the issue does not appear to be isolated to a certain lot [occurring across multiple lots, no lot number provided]. They have seen this same issue from other clinics.